Manufacturer narrative:
Us reporting agent notified on 10/31/2014. Manufacturing site evaluation: evaluation on - going.

Event description:
Country of complaint: (B)(6). Polyaxial insert came out when screw was inserted. Screw was removed. Attempt to attach the polyaxial screw was again unsuccessful. A new screw was then used and surgery was completed. Surgical delay: approximately 15 minutes.